Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was already in her (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure approximately 1-2 months ago. According to the complainant, a call was received from the physician¿s office on (B)(6) 2017, the patient passed away on (B)(6) 2017 however the cause of death was unrelated to this device. The cause of death was due to multiple organ dysfunction syndrome. Reportedly, the tube was being removed after the patient¿s death in preparation for the funeral. Upon attempt to remove the device the internal bolster detached from the tube into the stomach. They inserted the obturator to remove the tube but let the detached bolster remain in the stomach.